Event description:
Electrodes in patient for over 10 years, much growth over leads both in pocket and in the heart and hence there was little play in the length of the electrodes making side-by-side lead transfer not possible. Internal cardiac resynchronization therapy defibrillator was explanted due to normal battery depletion, the new device (legacy model) was connected to the leads, however the diagram detailing where each lead should go is on the reverse of the this device; the right ventricular lead and right atrial lead was switched on the newly implanted device due to lack of labeling on the device ports.